Event description:
It was reported that a texium syringe broke at the connection between the syringe tip and the texium male luer. There was no spill and the event occurred prior to patient use. There was no user harm associated with this event.

Manufacturer narrative:
The customer¿s report of breakage at the connection between the syringe tip and texium male luer was confirmed based on visual inspection. The syringe breakage was observed with part of its "collar" broken off. The broken off "collar" piece was still affixed onto the texium connector and the syringe tip still intact with the syringe. No other obvious damages or issues were observed. No testing was deemed necessary due to the breakage with the syringe (barrel flange mold n-26/cavity 8). The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a texium syringe broke at the connection between syringe tip and the texium male luer. There was no spill. The event occurred prior to patient use. There was no user harm.